Event description:
It was reported that, after a tka surgery had been performed, the patient experienced pain. A revision surgery was performed to exchange the journ articular insert bcs std 3-4 rt 9. The patient outcome is unknown.

Manufacturer narrative:
It was reported that a revision surgery was performed due to pain. Patella and tibial insert were exchanged. The primary surgery was performed in 2009. The revision was done after about eleven years insitu in 2020. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. A medical analysis noted that two undated x-rays were provided for review and show a lateralization of the patella but no comparison is available if change over time. No root cause can be concluded based on the x-rays provided. The impact to the patient beyond the revision surgery and recovery cannot be determined. Based on the limited information available, the root cause of the pain cannot be concluded. This could be normal wear, however, the patient¿s activity level nor any trauma was reported that might precipitate the pain. No adequate materials (operative reports) to fully evaluate the complaint, thus no further investigation is warranted for this complaint. Smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.